Event description:
After venous access of femoral vein was achieved, the wire became stuck inside the needle. As the physician attempted to remove the wire, the wire began to unthread. The device portion remains inside the patient. It was determined that the wire was in the tissue and would be no harm to the patient. The event did not require the patient to undergo an examination under fluoroscopy. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The device was not returned; however, it was reported that the wire got stuck in the needle and separated upon withdrawal causing minor harm to the patient and there was an additional examination under fluoroscopy to determine that a portion of the wire remained. A review of complaint history, device history record, quality control, and trends was conducted during the investigation. There is no evidence to suggest that the device was not manufactured to current specifications. With the available information and without benefit of inspecting the complaint device, it cannot be determined with certainty why the difficulty occurred. Quality engineering assessed the risk to patient with quality engineering risk assessment and concluded that with the addition of this complaint, the risk remains acceptable and no risk mitigation actions are required. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events.